Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Additionally, amplitude was noted to decrease and thresholds to increase. Both sensing and pacing impedances appear to be stable over the past 6 months. It was noted that this patient had not been followed since this system was implanted back in 2018 and has additional underlying health conditions. Technical services (ts) recommended performing further evaluation such as a chest x ray to verify an appropriate connection. No adverse patient effects were reported. This device system remains in service.